Manufacturer narrative:
(B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered three infusion sets cannula kinked events on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 within 3 hours of insertion. The infusion set was in use for 8 hours. The site of location was abdomen. The blood glucose was reported 350 mg/dl. Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.